Manufacturer narrative:
Reported event: an event regarding difficulty registering anatomy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 499 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding difficulty registering anatomy. There were two other reported events ((B)(4)). Conclusion: there is no data in the warnings & errors, and probe check to indicate a system malfunction. Registrations showed decreased registration accuracy due to osteophytes, segmentation, and bad surface points. The two bad landmarks in the last attempt also further decreased the registration accuracy. Possible root causes of registration failure include, but not limited to the big osteophyte at the superior rim and other osteophytes on the anterior-superior rim, points (26-32) were collected much superiorly on the anterior-superior rim compared to the point pattern, points were collected deep or proud, posterior horseshoe points (5-8) were collected on the osteophytes, and per the event description. Based on the data reviewed, all values were within tolerance. The mako operated as expected. No system defect or malfunction is suspected.

Event description:
Could not get hip registration to pass, tried several times. We tried re-taking the 3 landmarks, tried re-capturing all the points and even tried moving the 3 initial landmarks. No matter what we tried we could not pass registration and eventually had to convert to manual tha. Dr barber said what he was seeing on the patient acetabulum did not match with our bone model. Patient had been scanned approximately 8 weeks prior to surgery. There was no harm to the patient, it just lengthened the time of surgery. I have downloaded the log files from the rio and will be saving them to the complaints shared drive type of case: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Could not get hip registration to pass, tried several times. We tried re-taking the 3 landmarks, tried re-capturing all the points and even tried moving the 3 initial landmarks. No matter what we tried we could not pass registration and eventually had to convert to manual tha. Dr barber said what he was seeing on the patient acetabulum did not match with our bone model. Patient had been scanned approximately 8 weeks prior to surgery. There was no harm to the patient, it just lengthened the time of surgery. I have downloaded the log files from the rio and will be saving them to the complaints shared drive type of case: tha.